Manufacturer narrative:
Discarded.

Event description:
It was reported by the physician that there was dissatisfaction with the visualization of the cement during the procedure. It was further reported that the cement leaked into the anterior portion of the vertebral body. There were no adverse consequences to the patient and the procedure was completed successfully.